Event description:
It was reported that unspicified number of bd ultra-fine¿ pen needles broke off. The following information was provided by the initial reporter: it was reported that the customer has found approximately 20 % of the needles in each box bend or break at the back end on application of the needle to the pen.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 12-jun-2023 h6: investigation summary eleven open 32g x 4mm pen needle samples were returned from lot. No. 2242750, six open 32g x 4mm pen needle samples from lot. No. 2180157 along with two open samples from an unknown lot. No. Visual examination was carried out on the returned samples from lot. No. 2242750 and a broken non patient end of cannula was observed on four samples and a bent non patient end of cannula was observed on the remaining seven samples. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to determine root cause.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unspicified number of bd ultra-fine¿ pen needles broke off. The following information was provided by the initial reporter: it was reported that the customer has found approximately 20 % of the needles in each box bend or break at the back end on application of the needle to the pen.